Event description:
Spectrum designs medical sold a pair of pectoral implants directly to the reporter, they came in 'sterile' condition. The reporter does not think their implants were properly sterilized and their wounds became infected.